Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint of "instrument did not have energy go through it". After opening the housing, the instrument was found to have a broken conductor wire at the proximal end. The instrument failed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted a technical support engineer (tse) to troubleshoot and reported that monopolar energy from the permanent cautery hook was not firing. The site had replaced the cautery cord, but the issue persisted. After replacing the monopolar instrument with another same type instrument, the issue was resolved and monopolar cautery worked properly. The procedure was completed with no reported injury.